Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request.:evaluation summary: post market vigilance (pmv) led an evaluation of open device. The visual inspection of the returned product noted that a tack was jammed in the e-piece. The attached dlu contained 7 remaining tacks. The tack was removed and the instrument was test fired. The handle was actuated and the tacks deployed and seated properly in the test media. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of excessive manipulation of the device. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia transabdominal preperitoneal (tapp) procedure. The handle could not be pushed. The device did not fire. In order to resolve the issue and complete the case, changed the instrument which worked without any problems. There was no patient harm. The patient status is alive, no injury.